Event description:
Pt received PICC. Easy insertion, no complications. After dressing placed, sat up in bed and said "I can't breathe, I can't breathe." Bp dropped. Flushed red over entire body. Oxygen given. "Nurse blue" (rapid response) called. Symptoms began to resolve after 10-15 minutes. PICC left insitu.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device remains in the pt. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.